Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin for the food consumed and experienced a low blood glucose (bg) level of 48 mg/dl. To treat the bg level, the customer consumed cookies which brought the customer's bg level to 94 mg/dl. Then, the customer attempted to enter the bg value of "48" into the pump for it to be recorded, but accidentally also entered 48 grams of carbohydrates and delivered a bolus of 2.4 units of insulin. The customer's bg level decreased to 71 mg/dl, and the customer was consuming juice and monitoring bg levels closely to prevent an adverse event. During a follow-up call, the customer reported bg levels were stable and at 117 mg/dl.